Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received. In between a 2 cm segment of lead body was missing. The returned lead fragments were subjected to an extensive analysis. In the course of the analysis, multiple signs of wear along the lead body were noted. In particular 3 cm as well as between 4 cm and 5.5 cm proximal to the lead tip the insulation was rubbed through. Blood penetrated the lead. The insulation damages can be considered as the root cause of the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. Diagnostic images clarifying this assumption were not available. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead had no capture at maximum output. Impedance and sensing were not affected. The system was explanted and replaced.